Event description:
We have been informed of a case in which the patient involved developed endophthalmitis after using the eva surgical system. The patient was operated on (B)(6) 2022 and was presented with acute endophthalmitis on (B)(6) 2022. The cause of the endophthalmitis has not yet been determined. The germ highlighted (and in abundance) is staphylococcus hominis and the time between the intervention and the appearance of the infection, around 3 days, is quite typical of this germ. A sample was taken from the vitreous cavity immediately, pending the results. Additional information regarding possible treatment, patient outcome and accessories used has been requested.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
With regard to this complaint we were informed of a case in which the patient involved developed endophthalmitis after using the eva surgical system. The germ highlighted (and in abundance) identified was staphylococcus hominis where the time between the intervention and the appearance of the infection, around 3 days, is quite typical for this germ. Review of the database revealed that only one seemingly similar case which occurred at the same site within a timeframe of 4 days was reported. Information regarding accessories used during the surgery performed was provided upon request. However, no product was returned for investigation. Device history record reviews of the dorc accessories involved did not reveal any anomalies. In addition, no cases of endophthalmitis have been reported on the consumables used during this reported event. Furthermore, no other similar cases have been received on the eva surgical system. Based on the investigation performed, the root cause of the reported event could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. A manufacturer related issue between the reported issue and the eva surgical system incl. The dorc accessories used could not be identified. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
We have been informed of a case in which the patient involved developed endophthalmitis after using the eva surgical system. The patient was operated on (B)(6) 2022 and was presented with acute endophthalmitis on (B)(6) 2022. A sample was taken from the vitreous cavity indicating the presence of staphylococcus hominis with the time between the intervention and the appearance of the infection, around 3 days, quite typical of this germ. Additional information obtained regarding the patient involved indicate that the patient responded well to the treatment provided. No other patient related details were obtained. Information regarding accessories used during the surgery performed was provided upon request.